Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had failed battery alarm. The customer's blood glucose value was 140 mg/dl. The customer reported that they changed battery three times the customer reported that contacts were not missing, damaged, or corroded on battery cap. The customer was advised that the insulin pump needed to be replace and to discontinue use of the insulin pump and to revert to the back-up plan. The customer was assisted with troubleshooting. The insulin pump will not be return for analysis.